Event description:
Customer reported that the screen of their pump was dark and would not turn on, alongside an issue where the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Despite attempts to troubleshoot by confirming proper use of charging supplies, checking different adapters and cables, and leaving the pump plugged in for an extended period, the issue persisted. Reportedly, customer reverted to manual injections for insulin therapy.